Event description:
Patient with recent history of abdominal pain, hematemesis, cardiac arrest followed by resuscitation was admitted for an interventional radiology embolization. The pre-loaded torqueable microcatheter from the direxion¿ hi-flo¿ fathom¿-16 system broke off during the procedure. Everything was removed without known harm to the patient. The faulty device was exchanged to continue with the procedure.